Event description:
It was reported that, "dr stated cup was loose and without ingrowth. Upon removal, little or no bony ingrowth noted."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.